Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error 25 alarm on the insulin pump when they were at work. Customer had a high blood glucose reading but did not remember how much exactly. The pump alarmed no power during the night and had an empty reservoir icon although the reservoir was really full. Customer also had battery problems and had to replace the battery too often. Customer received another pump error 25 alarm later that day. Customer was advised that the pump will be returned for analysis.